Manufacturer narrative:
The specific cause of the event could not be determined. The issue was resolved after the service actions.

Manufacturer narrative:
The field service engineer checked and replaced the solenoid valve, checked and flushed the vacuum lines for the rinse unit, checked cuvette water levels, replaced the valve manifold block, and adjusted the probe cleaning solution bottle. The customer had no further issues after the service visit.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas 8000 cobas c 502 module. Sample (B)(6) initial result was 9.02% and the repeat result on (B)(6) 2023 was 5.76%. Sample (B)(6) initial result on (B)(6) 2023 was 6.77%. The repeat result on (B)(6) 2023 was 5.52%. Sample (B)(6) initial result on (B)(6) 2023 was 8.10%. The repeat result was 5.41%. Sample (B)(6) initial result on (B)(6) 2023 was 8.40%. The repeat result was 5.6%. The initial result for two of the samples was reported to the ordering doctor, who then called the laboratory to question the accuracy. It was not known which sample these were. The regent lot number was 695526. The expiration date was requested but was not provided.